Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, noting that the screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, but the issue persisted. The customer decided to use multiple daily injections (mdi) as a backup insulin delivery method. Technical support confirmed the shipping address, instructed the customer to put the pump into storage mode before returning, and advised them to return the pump within ten days using a pre-paid label.